Event description:
It was reported that a spectrum infusion pump was alarming system error 105 during pt care. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed but did not reproduce the system error 105. The reported symptom was observed during power up and caused by a failed I/o printed circuit board. The failed I/o pcb was replaced.